Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the outcome of the event was unresolved with no further action planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had 50% improvement in luts for 2 weeks post-op implantation, but the symptoms gradually returned to baseline since then. It was noted that the pulse sensation was ¿uncomfortable¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a therapeutic loss of efficacy and sensation down the patient's left leg when the device is turned on. Interventions included multiple reprogramming attempts on (B)(6) 2017 and therapy was suspended/device was turned off on (B)(6) 2017. It was reported that the device was not effective and causing sensation in left leg despite multiple reprogramming attempts. There was a report that the event was possibly related to the device or therapy and possibly related to the implant procedure. The patient had improvements in lower urinary tract symptoms (luts) during initial post-op period, but gradually developed loss of efficacy and also developed sensation radiating down left leg associated with the device when turned on. It was reported that the event was ongoing. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the therapeutic loss of efficacy and pulse sensation was not determined. It was also reported that the event was ongoing as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the sensation was likely due to a lead displacement, but the patient was ¿not interested in revision and has the device off¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. It was noted the patient developed an allergic reaction to dermabond post-operatively and was give a steroid dosepacks for rash. It was noted the patient developed a fever, tenderness at the incision site and diagnosed with generator pocket infection. It was noted the event was not related to the device or therapy and possibly related to the implant procedure. It was noted the patient reported pain, redness, swelling at the incision site. It was noted the exam revealed purulent drainage at the incision site as well as redness, and a fever of 103. It was noted wound culture was positive for staph. It was noted the wound was drained and bactrim was prescribed for infection. The hcp noted the event resulted in an emergency room visit. It was noted the event was resolved without sequelae on (B)(6) 2018. It was noted the clinical diagnosis was an allergic reaction (rash) to dermabond follow by an infection of the generator pocket. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Product ID: 3889-33, lot# va1fzkk, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the device diagnosis was a lead migration/dislodgement. No further complications were reported/anticipated.

Manufacturer narrative:
Device conclusion code corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the patient developed a rash where the dermabond was applied at the incision site. The hcp stated they prescribed steroid cream and steroid dose packs with subsequent wound infection that was successfully treated with antibiotics. It was noted the event was not related to the device or therapy and was not related to the implant procedure. It was noted the infection was noted on (B)(6) 2018. The hcp stated the laboratory testing for the wound culture on (B)(6) 2018 was positive for staph. It was noted the patient had an allergic reaction to dermabond status post interstim removal on (B)(6) 2018 at the generator pocket infection. It was noted the event was resolved without sequelae on (B)(6). Additional information from the hcp reported the device was explanted and not replaced on (B)(6) 2018 and the device was disposed of according to biohazard instructions. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Product ID 3889-33, lot# va1fzkk, implanted: (B)(6) 2017. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the outcome of the event was resolved with sequelae as of (B)(6) 2018. It was noted that the patient developed an allergic reaction to the dermabond post-device removal, was treated with steroids, and developed a subsequent generator pocket infection. The patient was treated with antibiotics and was healing well. No further complications were reported/anticipated.